Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure placement difficulties were noted in an attempt to secure the left ventricular (lv) lead. Multiple attempts were made and in the process the lead fractured. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.